Manufacturer narrative:
H3 other text : device not retunred to the manufacturer.

Event description:
The manufacturer received information alleging a trilogy evo "ventilator service required" alarm condition occurred (pressure sensor mismatch). There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.